Event description:
It was reported by a nurse that a pt had high impedance. The pt was sent for x-rays as well as a revision surgery. Furthermore, there was no report of trauma or manipulation, and the x-rays were not going to be sent to the manufacturer for review. The pt subsequently underwent a full revision surgery. Last known diagnostics on (B)(6) 2010 in the manufacturer's database were within normal limits. Attempts for additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.